Event description:
One pt with discrepant total psa results. Initial result 8.35 ng/ml, repeat 6.59 ng/ml. Initial result was not reported. Field service rep was unable to determine root cause. Performance tests were performed which were within specification.